Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported 2 tubes of bd vacutainer® sst¿ blood collection tubes had their caps come off during the soring process. There was no health impact or consequences reported.

Event description:
It was reported 2 tubes of bd vacutainer® sst¿ blood collection tubes had their caps come off during the soring process. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation. The photo was reviewed and the indicated failure mode for stopper creep out/loose closure was observed. Additionally, 5 retention samples from bd inventory were tested for stopper function and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper creep out/loose closure based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.